Event description:
Report rec'd from (B)(6) stating that the shaft part of the device is damaged. It is known that this event did not occur during surgery - however, it is unk if there was pt/user injury or medical intervention. No add'l info available.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).